Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; battery drawer and lower case (contaminated) broken. Analysis also found the upper case is broken/contaminated. Battery release, lcd (liquid crystal display), main printed circuit board assembly, encoder flex, and battery flex are contaminated. Two side bail covers and lead flex cover are broken. One case screw is missing and battery contacts are compressed. (B)(4).

Event description:
It was reported the battery door is broken. It was also reported the screw mount in side of unit is broken. The device was returned for repair. No patient complications were reported as a result of this event.